Event description:
It was reported that the user noticed the bed to be wet post gemcitabine installment by other staff member. There was a hole noted on the catheter tubing where the treatment was slowly draining from. The patient experienced inconvenience. Per sample returned notification received from the investigator on 16apr2024, the customer returned a 165814 catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿water lost via permeation". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the user noticed the bed to be wet post gemcitabine instilment by other staff member. There was a hole noted on the catheter tubing where the treatment was slowly draining from. The patient experienced inconvenience.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.